Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was discharged from the hospital after the procedure.